Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a alert with possible output circuit damage. The patient had vts that were not terminated by therapies since the device was reporting possible output circuit damage. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
No conclusion code available. The reported output anomaly was confirmed in the laboratory. The device was tested on the bench and the output transistors were noted to be damaged. An arc mark was noted on the device; further analysis indicated the presence of lead material. The cause of the reported output anomaly was believed to be a damaged lead.

Event description:
The device was explanted and replaced.